Event description:
Sex: unk. Procedure: lap chole. Reportedly, the clips slip off creating post-op complications with biliary leakage from the cystic duct. A gastroenterologist examined the pt out and confirmed that there were no clips present. The surgeon proceeded to put a stent-like tube in the cystic duct stump to keep the pressure and stop the bile from leaking. There was no permanent damage to the cystic duct. The hosp stay was extended by one day to perform the additional procedure.